Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report three of three. Reference reports 3004485144-2016-00272 and 3004485144-2016-00273.

Event description:
It was reported that while installing an 8.5mm x 80mm iliac screw, the tip of three different bone screw drivers broke. All three broken tips were removed from the patient; the patient did not retain a foreign body. The tips were discarded by the scrub tech. There was a delay of five minutes to the procedure, but there was no patient harm reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned driver was evaluated. Approximately half of the driver tip has fractured off. In addition, the weld around the alignment block has cracked but it did not separate from the driver. The root cause is unknown. A review of the manufacturing records did not identify any issues which may have contributed to this event.